Event description:
An endurant stent graft system was implanted for the secondary intervention repair of a distal type I endoleak. Approximately two months post secondary procedure, the physician explanted the stent graft due to an infection. The patient was converted to a surgical graft and the procedure went well. The patient expired after the procedure was completed, the same day, due to an mi. The physician suspects the aorta was infected prior to the first implant. The patient had a sternal wound infection from a heart bypass surgery years prior. Cultures taken from the aorta produced same bug from the sternal wound infection.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (mi, infection, removal of implant), (unknown cause of event); evaluation, conclusion: (unknown cause of event), known inherent risk of a procedure (mi, infection, removal of implant).